Event description:
It was reported that at the end of surgery the nurse took the battery case from the zimmer pulsavac plus device to discard when she noted that it was very hot. After opening the battery case the nurse saw that the battery was melted. It was reported that the cable had not been cut. There was no harm or delay reported, and the reported event occurred after procedure completion.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation a review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.